Manufacturer narrative:
Based on the information provided, there is no cause established. Patient reported physicians he consulted were unsure what was contributing to the symptoms experienced. No additional information was provided and the device is not available for further investigation.

Event description:
Patient reported that bladder function was lost during device treatment plan after 4 times of use. Patient had a catheter inserted and after 7 days, it was removed but patient could not urinate without catheter. Another catheter was inserted for 10 days and once removed, patient could urinate but had no bladder control. Patient discontinued use of device as advised my physician.